Manufacturer narrative:
Correction: manufacturing site reported that the correct manufacturing date for sn (B)(4) is 12/18/2013 and not 4/1/2014 as provided in the initial report. Additional information: a review of the records related to this equipment shows no failure detected. An investigation of the incident included review of the patient database file for any abnormal signs. The fits for the capsule look great, and the settings for the capsulotomy were typical. No issues were identified after the treatment. This indicated that the laser treatment looks complete. There was no problem found with the device. The review of the device history record (DHR) for catalyst system showed that there were no issues or non-conformities. The system and its components met all specifications prior to release. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. There is no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request field service. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient experienced an anterior capsular bag tear that required an anterior vitrectomy. Patient capsule was a grade 3. Surgeon does not feel the laser caused or contributed to the tear and he used a continuos curvilinear capsulorhexis (ccc) to remove the capsulotomy. Surgeon said that it was noticed after nucleus removal, anterior vitrectomy started. The surgeon was unsure about the cause of the event. Surgeon reported that prior to this case, during the day, there was some vacuum errors and that there was a loud sound. The sound stopped after system disabled and re-enabled and tare verification was completed.